Event description:
The customer reports that the provue called an antibody screen negative for a patient with a known anti-e showing weak reactivity. Repeat testing was done and acceptable.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and cleaned the defuser plate, verified reader camera settings, and created a new reference image. All controls passed without errors. Repairs have returned this instrument to expected operation. (B)(4)